Manufacturer narrative:
(B)(4). Batch # ni.

Event description:
It was reported that during a diep flap procedure, the surgeon says the device not loading properly, fires roughly, inconsistent clip gap. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 6/27/2016 d4: batch # n9137h the analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was cycled and it fed and it ejected 3 clips; finally, the device locked out as intended. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. No conclusion could be reached as to what may have caused the feeding incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1 g6. Follow up number.